Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR report: 3006705815-2018-01504, 3006705815-2018-01505 and 3006705815-2018-01506. It was reported the patient's scs trial procedure was abandoned due to lead(s) high impedance. Reportedly, the leads placement was fine, but all of the contacts showed high impedance. The physician replaced the first two leads but the impedance issue persisted. The physician pulled the leads out and abandoned the procedure.